Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called needing assistance turning off the sensor feature on his insulin pump. Customer's blood glucose was 531 mg/dl. He treated with a complete set change and a bolus delivery. He does not know why he is having highs. His doctor suggested changing out the infusion set, reservoir, and insulin and taking a bolus. Customer stated he was going to church, and he will call back if the issue persists. Nothing further reported.